Event description:
Account complains that the rubber sleeve does not fully recover on the rear cannula of the needle. Blood has been leaking into the holder. Phlebotomist sustained a needlestick injury after screwing off device from the holder. First aid given as defined in hospital exposure profile. No medications or stitches. Blood test results confidential per hospital policy.